Event description:
Pt to surgery for elected procedure of hysteroscopy; endometrial novasure ablation. During ablation, novasure handpiece inserted by surgery; cavity assessment done and passed. Novasure generator enabled by rn - cycle activated by surgeon with foot pedal. Novasure cycled for 74 seconds; passed according to generator. When surgeon tried to retract fan portion of handpiece, able to do it but with difficulty. Surgeon inspected fan portion of handpiece, unsatisfied with results, also noted that the grey cover over distal portion of handpiece was "scrunched". Also upon visualization with hysteroscope of pt, surgeon not satisfied with novasure results. Surgeon decided to end procedure.